Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Company rep reported, patient had a cup revision (B)(6) 2017, due to pain. The cup, liner, and femoral head were stryker products implanted (B)(6) 2008. Competitive products were placed into acetabulum and a new stryker sleeve and head were placed without incident.